Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, had vaginal foreign body.underwent revision of vaginal mesh under general anesthesia with laryngeal mask airway (lma).yes, as per the available medical records the patient present with vaginal mesh erosion from abdominal colpopexy graft symptomatic with pelvic pain and vaginal drainage and underwent the following additional surgery:underwent exploratory laparotomy with excision of abdominal portion of the mesh, as well as vaginal approach to excision of a portion of the mesh that was still exposed vaginally and cystourethroscopy under general endotracheal anesthesia.